Manufacturer narrative:
The implant procedure was aborted and a new system was not implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was undergoing a system replacement procedure from another manufacturer's system to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was reported that the procedure was scheduled due to anomalies related to the other manufacturer's lead. With the chronic system still in place, the patient was placed under anesthesia. As the s-ICD pocket was being created, the patient's heart rate decreased to a sinus rate in the 40 beats per minute (bpm) range. The patient then went into complete heart block followed by a junctional rhythm. Their blood pressure decreased and the patient coded. The chronic device was used to attempt to pace, however CPR was necessitated. The patient then went into ventricular fibrillation (vf) and external shocks were delivered which successfully converted the patient. No additional adverse patient effects were reported.